Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. It was noted that the implantable cardioverter defibrillator exhibited backup operation. Device firmware download successfully resolved the issue. Patient was doing fine and will be followed normally.